Event description:
It was reported that a spectrum pump " failed the downstream pressure test at 6.49-7.8, it then gets stuck in downstream alarm or air in line alarm" . This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, no errors occurred and the device was found within specification. A review of the event history log revealed air in line and downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however no cause was identified. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.